Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction and death occurred. In (B)(6) 2015 the patient underwent a left atrial appendage closure procedure and a watchman closure device was implanted. Approximately 4 months later, the patient experienced a myocardial infarction and expired.

Manufacturer narrative:
Upn, catalog/model #, device lot number, device expiration date, device manufactured date: updated. (B)(4).

Event description:
Ewolution post market registry. It was reported that myocardial infarction and death occurred. In (B)(6) 2015 the patient underwent a left atrial appendage closure procedure and a watchman closure device was implanted. Approximately 4 months later, the patient experienced a myocardial infarction and expired.